Event description:
Per the clinic, the patient experienced non-auditory sensations and short circuits with the internal device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.